Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor misdiagnosed episodes of atrial fibrillation of various length for irregular ventricular rhythm, even though p-waves were clearly viewed. The issue was not resolved. The patient was stable before, during and after the event and would continue o be monitored.